Manufacturer narrative:
Attempts were made to retrieve additional information regarding the case, but no additional information was provided to clarify the allegation, cause or resolution. The response was asked but unknown (asku). The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the central is lagging, no additional information was provided. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter and reporting institution phone # (B)(6).